Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a systemic infection. The implantable pulse generator (ipg) system was explanted and was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.